Event description:
Customer alleges the on/off switch doesn't work. When the customer turned the switch on/off, he allegedly saw a blue spark down in the unit under the switch. No injury alleged.

Manufacturer narrative:
(B)(4) 2012, kel - RMA (B)(4) has been initiated for this issue. Model irc1705, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1148073 rev b (dec-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer is a hospice patient and when he was at the consumer's house, on another reason, he noticed that the consumer had to plug in his irc1705 aerosol compressor for it to operate. He then discovered that the on/off switch is inoperable. When the dealer turned the on/off switch, he noticed a blue spark down in the unit. The consumer has been using this unit for only a few weeks. The unit was switched out immediately and RMA (B)(4) was issued. No injury. The unit is being returned to invacare for an inspection and evaluation.